Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that his blood glucose value was 70 mg/dl at bedtime the night prior, he took 3 glucose tablets and blood glucose level in the morning was 427 mg/dl. Customer is treating with manual injections and last reading was 119 mg/dl. He attempted to bolus and the insulin pump alarmed no delivery and then motor error. Customer stated that then it turned itself off and he had to disconnect and turn it back on. Device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence. Customer was advised to disconnect at the quick release and perform fixed prime; insulin did exit. Customer stated the tubing might have been kinked while he was sleeping. The cannula was not bent. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.